Event description:
The customer contact reported that device door roller was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing. As indicated, the device has been identified a part of a product recall. No info was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.